Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised they changed out their infusion set and reservoir. Customer was advised replacement infusion set would be sent out. Customer was advised to follow up with their healthcare provider to verify the amount of insulin needed for the patient. The insulin pump will not be returned for analysis.